Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced bleeding from the access site for the device. After the procedure the patient went to the emergency room due to bleeding and tenderness of the right groin access site. No other complications were noted and pseudoaneurysm and arteriovenous fistula were ruled out. It was reported that the situation "required or prolonged a hospitalization". No further information regarding the patient's status has yet been provided. The sheath was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.